Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse replaced the eic valve to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported to beckman coulter (bec) customer technical support (cts) that they obtained false low sodium (na) results involving the unicel dxc600pro synchron system. The results was reported out of the laboratory and later amended. The customer repeated the samples on their backup instrument and obtained na results considered correct by the customer. Quality control was within laboratory established ranges prior to the event. There was no effect to patient treatment in connection with the event.